Event description:
During a lap cholecystectomy procedure, the edges of the jaws were positioned across each other, thus the clips fired unparallel on the vessel. The surgeon completed the procedure with another device. No pt consequence.